Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint alleges there was no mist coming from the device, prior to use on a patient. It was reported "budesonide and terbutaline were put in for inhalation to relieve spasm and asthma for the patient with heavy cough and dry rales in his lungs, when performing nebulization with oxygen .then changing a new one and it worked."